Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving saline (1 ml/ml at 0.06 ml/day) via an implantable infusion pump. It was reported that a dye study was attempted but the catheter access port (cap) could not be accessed due to movement of the pump. No symptoms were reported. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was noted that the patient was going to be referred to surgeon that did her implant. The issue was unresolved; the patient was alive with no injury. No further complications have been reported as a result of this event.